Event description:
It was reported that the patient went into ventricular fibrillation during the MRI examination. The resuscitation attempt had failed. The patient passed away.

Manufacturer narrative:
The pacemaker was returned for analysis, as well as an atrial and a ventricular lead fragment. First, the manufacturing process of both leads and the pacemaker was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. Etrinsa 6 dr promri during the pacemaker analysis, the implant first underwent a status interrogation, and the memory content was analyzed. No anomalies were found. The MRI mods was activated on (B)(6) 2020, 1:11 p.m., according to the device data. ECG records for this point in time were not available for analysis. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. Solia t 60. The returned lead was only available in fragments. Only the 27 cm long proximal part of the lead was returned for analysis. The returned fragment was checked visually and electrically. It is likely that the lead was cut through in the context of the explantation. Cuts 17 and 26.5 cm distal of the is-1 connector pin into the lead body were probably caused during the explantation process. Aside from the existing separation of the lead and the explantation damages, no damages were found. The measurement of the direct-current resistances of the electrical conductors also turned out to be inconspicuous. Solia jt 53 the returned lead was only available in fragments. Only the 30 cm long proximal part of the lead was returned for analysis. The returned fragment was checked visually and electrically. It is likely that the lead was cut through in the context of the explantation. Aside from the existing separation of the lead and the explantation damages, no damages were found. The measurement of the direct-current resistances of the electrical conductors also turned out to be inconspicuous. In summary, there were no deviations from the specifications for either the leads or the pacemaker. There was no material defect or manufacturing error.